Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the guidewire would not pass through the inner lumen of this lead. The lv lead was never in service. No adverse patient effects reported.